Event description:
It was reported that the device is depleting faster than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in the save to disk file shows min bat=2.85 to 2.69 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt<= 2.61 volt.